Event description:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that, during routine testing, it was noted that the device would not power on. The complaint was escalated for technical investigation but the information received from the bench that the device was not returned to the bench by the user. The investigation could not be completed and the problem was not confirmed. A review of the risk management file was performed, and the potential severity is s2 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.